Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter phone #: (B)(6).

Event description:
It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, the unit pushes the tube off of the non patient end of the cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2025-01360 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that when using one (1) bd vacutainer® safety-lok¿ blood collection set, the unit pushes the tube off of the non patient end of the cannula. No adverse impact was reported regarding the patient or user.